Manufacturer narrative:
Insulin pump passed the displacement however failed in vibration self test due to broken red wire vibrator motor connector.

Event description:
It was reported that the insulin pump had no easy vibrator. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.